Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual and functional evaluation of the sulus noted no abnormalities. The units fired properly with acceptable staple formation. The visual inspection of the returned photographs noted an opening in the staple line. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of a surgical procedure which used a device. The visual inspection of the returned photographs noted an opening in the staple line. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issue

Event description:
According to the reporter: occurred post operatively following a right hemicolectomy. There was poor staple formation. One of the staples did not form a proper 'b-shape'. There was a gap found in the ileocolic anastomosis. To correct the issue, the patient underwent a second operation approximately 3 days post op. The anastomosis was excised and another anastomosis was created. The event extended patient hospitalization for 8 days. Patient status was reported alive, no injury. The current patient status is at home.